Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The investigation was performed considering complaint description, cs reports, system log files and system history. The log file analysis shows that the selection of a "head holder" which includes an appropriate collision model (around the head) was explicitly (manually) disabled. The deactivation of the head holder collision zone did not restrict the movement in this area. As a result, any movement that occurs in this area will not consider the presence of the head holder. The collision happened during user-controlled system movements. The operator manual contains adequate instructions regarding system movement and how the operator can avoid a collision (see operator manual excerpts below). Operator manual document: chapter "system operation", sub-chapter " important information on unit movements": warning: "unit movements risk of collision, risk of injury to patient or operator, risk of damage to unit parts. - it is the responsibility of the operator to ensure that unit movements are released only if it is certain that neither the operator, the patient, third parties nor other pieces of equipment can be endangered by these movements. - always pay attention to possible collisions during unit movements. Operator manual document: chapter "examination", sub-chapter "activation of the head holder collision zone": caution: "error in choosing the appropriate setting in select head holder menu so that system applies an inappropriate collision model, and the effectivity of the automatic collision protection gets compromised increased risk of collision between the head holder and system parts make sure choosing the appropriate head holder type before clicking "ok" in the select head holder menu. Perform system movements in the vicinity of the head holder with particular care." There is no indication of unintended movement of the system. The collision situation described can occur only if the user does not check for collisions before releasing system motions. The operator manual contains adequate instruction about handling the system with regards to the risk of collision. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold. No corrective action is necessary.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. The user reported a collision between the system and the table. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.